Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor.   Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection on her arm while wearing the adc freestyle libre sensor. Customer had contact with a healthcare professional who provided her with an unspecified antiobiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00606u3ww has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues observed. The adhesive was returned. The sensor applicator and sharp have not been returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. Visual inspection of the returned puck and plug was performed and no issues were observed. The device history record (DHR) and verified that the unit passed all tests prior to release. No malfunction or product deficiency was identified. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an infection on her arm while wearing the adc freestyle libre sensor. Customer had contact with a healthcare professional who provided her with an unspecified antiobiotic for treatment. There was no report of death or permanent injury associated with this event.